Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a 3.3 volt supply failure. There was no patient harm.

Manufacturer narrative:
The manufacturer's international service technician confirmed the reported issue. Review of the device diagnostic history indicated a 3.3 v supply failed reference.